Event description:
Facility reported that during rinseback the blood tubing separated below the venous blood line connection. The ebl to the pt was 200cc. No further ill effects were reported. The sample is available for evaluation.